Event description:
It was reported that the ventilator did not deliver the set volume without an audible alarm while connected to a pt. The pt was manually ventilated and placed on another ventilator. No pt harm reported.

Manufacturer narrative:
Na